Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the left ventricular (lv) lead threshold value was increased and phrenic nerve stimulation was noted. An x-ray examination revealed a micro dislodgement of the lv and right ventricular (rv) leads. The rv lead electrical values were in range. The device was reprogrammed to resolve the event of the lv lead. However, no intervention was performed to correct the rv micro dislodgement. The patient was stable. Related manufacturer reference number: 2017865-2017-34586.